Event description:
It was reported that this pacemaker system recorded episodes of atrial tachycardia response (atr) due to far-field oversensing. Technical services (ts) reviewed the electrograms and confirmed that the atr episodes were inappropriate. Ts also mention that the device was functioning as programmed. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.